Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('other (list): pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12249114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), scleritis ("scleritis"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), pain ("pain"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary infections") and swelling ("felt swollen") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, genital haemorrhage, scleritis, dyspareunia, urinary tract disorder, pain, urinary tract infection, weight increased and swelling outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pain, pelvic pain, scleritis, swelling, urinary tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: the right tube had three coils visible the left implant had four coils visible. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight increased and swelling. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new events weight gain and felt swollen added. Seriousness criteria for the event bleeding and scleritis updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (ess205) (batch no. 12249114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/unusual bleeding"), scleritis ("scleritis"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), pain ("pain"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary infections"), swelling ("felt swollen"), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, genital haemorrhage, scleritis, dyspareunia, urinary tract disorder, pain, urinary tract infection, weight increased, swelling, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder, pain, pelvic pain, scleritis, swelling, urinary tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: the right tube had three coils visible the left implant had four coils visible. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight increased and swelling. Most recent follow-up information incorporated above includes: on 3-aug-2020: plaintiff information form received. Events "menstruation disorder and abdominal pain lower" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (ess205) (batch no. 12249114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/unusual bleeding"), scleritis ("scleritis"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), pain ("pain"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary infections"), swelling ("felt swollen"), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, genital haemorrhage, scleritis, dyspareunia, urinary tract disorder, pain, urinary tract infection, weight increased, swelling, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder, pain, pelvic pain, scleritis, swelling, urinary tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: the right tube had three coils visible the left implant had four coils visible. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight increased and swelling. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('other (list): pelvic pain'), genital haemorrhage ('bleeding') and scleritis ('scleritis') in an adult female patient who had essure (ess205) (batch no. 12249114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), scleritis (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysuria ("urinary problems"), pain ("pain"), abdominal pain ("abdominal pain") and urinary tract infection ("urinary infections"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, genital haemorrhage, scleritis, dyspareunia, dysuria, pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dyspareunia, dysuria, genital haemorrhage, pain, pelvic pain, scleritis and urinary tract infection to be related to essure (ess205). The reporter commented: the right tube had three coils visible the left implant had four coils visible most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("other (list): pelvic pain"), genital haemorrhage ("bleeding") and scleritis ("scleritis") in an adult female patient who had essure (ess205) (batch no. 12249114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), scleritis (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), pain ("pain"), abdominal pain ("abdominal pain") and urinary tract infection ("urinary infections"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, genital haemorrhage, scleritis, dyspareunia, urinary tract disorder, pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pain, pelvic pain, scleritis, urinary tract disorder and urinary tract infection to be related to essure (ess205). The reporter commented: the right tube had three coils visible the left implant had four coils visible incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.